Manufacturer narrative:
Explant due to severely leaking valve with suspicion of tear of one leaflet was reported. The investigation found that cusps 2 and 3 were torn. There was fibrous pannus ingrowth on the inflow surface of cusp 3. There was fold/retraction on to base of cusp 3. No inflammation or significant calcifications wee present. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. Also, the fibrous pannus ingrowth noted could have contributed to the tear formation. Na.

Event description:
It was reported that in (B)(6) of 2019, a 29mm epic valve was implanted in a patient. On june 2022, new onset of severe shortness of breath. Found increased pulmonary hypertension. 08 september 2023, the patient was diagnosed with severely leaking valve with suspicion of tear of one leaflet. Suspected to have been present for more than one year. The last echocardiography showed a large excentric insufficiency inside the valve and atypical movement of the leaflet in the anterior position. On (B)(6) 2023, reoperation with implantation of new a biological prosthetic heart valve. Suspicion of torn leaflet was confirmed. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.